Event description:
Customer reportedly received the following results on the aviva system within 10 minutes; 248 mg/dl, 126 mg/dl, 117 mg/dl, 121 mg/dl, and 152 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.